Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during the pre-use check. The ventilator was investigated by our field service engineer on site. The nozzle unit in the air gas module was found as defective and was replaced. The device logs were not received and nozzle unit was not returned for investigation. Therefore, the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check.there was no patient involvement. Manufacturer ref. #: (B)(4).